Event description:
Healthcare professional reported left side "broken device", "leaking valve", and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: leaking valve and capsular contracture baker grade I.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion. A microscopic analysis was performed which identify an opening crack. Based on the device analysis the final assessment is: a crack on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side "broken device", "leaking valve", and capsular contracture baker grade I. Device has been explanted.